Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and verified that the unit¿s pressure would not zero during static bp test. To correct the issue, the fse replaced the blood pressure transducer adapter cable and performed full functional testing. The unit passed all functional checks except that the doppler was missing. The fse ordered the replacement per the customer¿s request and returned at a later date to the install the replacement doppler assembly. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced issues with the waveform; the arterial pressure was unable to zero. There was no patient involvement; thus, no adverse event was reported.